Event description:
It was reported that greenish fluid keeps building up in the pilot balloon and the cuff starts leaking. The reported info indicated the involved device has been discarded, therefore not available for eval.